Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device revealed signs of repeated use and a fracture on the medial side of the post. Device history record was reviewed and no discrepancies were found. Information provided indicates the device fractured upon impaction by a mallet. Surgical technique instructs application of gentle pressure without impaction. Previous investigation of similar events determined the likely root cause was bending/torsional overload and/or misuse of the device, which has been the subject of previous corrective action. It was determined that this device was manufactured prior to corrective action and no further action is necessary at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional articular surface fractured upon impaction. There was no patient injury or significant delay reported as a result of the event.